Event description:
Speech language pathologist (slp) called in reporting that the patient's voice prosthesis was leaking and they were now in the hospital with pneumonia. She states the prosthesis started leaking "a long time ago" but does not know when. She states the patient ignored the leaking and never reported it to (B)(6) nor the doctor or slp. The slp provided (B)(6) with 3 lot numbers but is uncertain which one belongs to the leaking prosthesis. The device was reported to be still inserted in the patient and it was reported to never be removed, despite the leakage. The voice prosthesis was not returned for evaluation. Three attempts were made to call and obtain supplementary information and the return of the prosthesis. No response was received.